Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, while inserting the wearable, the sensor wire broke off in the patients arm. The patient did not remove the fragment that was left in her arm. The primary care doctor made an appointment for the patient to see a general surgeon. The patient underwent a foreign body removal. The patients skin had reportedly wadded up and had the filament attached to. The surgeon removed a little portion of the skin that had the wire fragment and removed the broken sensor wire. There was reportedly no sign of infection or inflammation. At the time of the report, the same day as the medical intervention, the patient was stable. The patient received no additional medication besides lidocaine 7 mg during the procedure. At an unspecified moment, the same event date, the patient experienced wearable failure. Please see sr 240131-006813. No other details were documented. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.